Manufacturer narrative:
E.1. (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that when using the bd vacutainers, the needle was received broken. No patient impact or injury reported.

Event description:
It was reported that when using the bd vacutainers, the needle was received broken. No patient impact or injury reported.

Manufacturer narrative:
H.6 investigation summary: material #: 365077. Lot/batch #: 3085475. Bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for broken cannula hub was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode broken cannula hub. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. H3 other text : see h.10.